Event description:
The patient experienced increased dyskinesia after previous reprogramming sessions. The patient also felt a "funny sensation" where the lead exited the skull. Closer inspection revealed what appeared to be an indentation at the level of the right eye. Palpation seemed to exacerbate the issue. It was recommended to turn the device off to try and rule out the ins. Impedance values were normal on the right side. On the left side, all pairs involving electrode #0 were greater than 4,000 ohms. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).